Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: on (B)(6) 2006, patient was implanted with a depuy asr hip on her left side. Thereafter, patient complained of hip pain. On (B)(6) 2010, blood test results showed abnormally high serum levels of both cobalt and chromium, and further testing revealed presence of fluid collection and lesions. On (B)(6) 2010, patient underwent revision surgery. After revision surgery, doctor noted that there was marked and significant peri-prosthetic soft tissue necrosis, dense scar tissue, and the acetabular cup was loose. There appeared to be only a small area of ingrowth in 2 spots.